Event description:
It was reported that the customer received a button error alarm on the insulin pump that could not be cleared. The customer had already reverted to a back-up plan. It was also stated that there were cracks by the reservoir compartment that had resulted from the insulin pump being dropped, following the button error alarm. The customer's blood glucose was 3.5 mmol/l. Nothing further was reported.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.